Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and the shaft of the catheter was broken. Noise was detected on all ECG leads including carto, bard recording system, mac-lab recording system, and defibrillator and on all electrograms. The catheter was replaced and it was noted that the outer casing was cracked with the inner coil exposed. There was no patient consequence and the procedure was completed when the catheter was replaced. Upon request, additional information was provided on the event. The ECG signal could be monitored through the anesthesia machine. The physician did not pre-shape the catheter and no insertion tool was used. St. Jude medical agilis 8.5fr sheath was used during the procedure. There was no resistance felt when inserting the catheter into the sheath. The catheter was in the left atrium when the issue occurred. The noted damage was on the catheter shaft which is inside the patient. The physician was able to monitor the patient¿s heart rhythm through the anesthesia machine when the noise occurred; therefore patient safety is not at risk. The noise issue is not indicative of a reportable event. However, the damage reported on the catheter of the outer casing cracked with the inner coil exposed on the portion that was inside the patient is indicative of a reportable event.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and the shaft of the catheter was broken. Noise was detected on all ECG leads including carto, bard recording system, mac-lab recording system, and defibrillator and on all electrograms. The catheter was replaced and it was noted that the outer casing had cracked, with the inner coil exposed. The returned device was visually inspected upon receiving and shaft was found bent and cracked open with coil and internal parts exposed. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the shaft was damaged. An internal corrective action has been opened to address this issue. Per the event, the catheter was tested for electrical performance, and catheter failed, electrical leakage was observed during the test. Further analysis revealed that catheter pc board was corroded. Due to this finding an irrigation test was performed and the catheter passed, no irrigation problems were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The customer complaint has been verified however the root cause of the pc board condition remains unknown.